Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have a revision. The patient was not receiving therapy at the time of the report.

Event description:
It was reported that the device was showing low, out of range impedance values. The device was interrogated with the clinician programmer and showed an end of service (eos) message. The device depleted very rapidly. The device¿s longevity was estimated at 24 months from implant. The battery voltage at the time of the report was 2.695v. The impedance results were: reference electrode 0: electrode 1 <(><<)>150 ohms reference electrode 1: electrode 0 <(><<)>150 ohms reference 2: within normal limits reference 3: 500-900 ohm range reference 4: within normal limits reference 5: range of 2,000 to 4,000 ohms reference 6: 1,000 to 2,000 ohms reference 7: electrodes 0-3 600-700 ohms, electrodes 4-6 1,000-2,000 ohms the group impedance was listed as ¿xxx¿. The patient¿s settings were 3.2v, 450 microsecond pulsewidth, 40 hertz rate and electrodes set as 0+ 1- 2+ 4+ 5- 6+. Electrodes 0 and 1 were short and the patient had been programmed on the short. The patient noted that while they were at a nursing home the staff moved them around pretty rough. On (B)(6) 2015 the patient was in a lift at the nursing home and during this time they experienced a jolting sensation. It was suspected that a couple of fractured wires was causing the short which drained their battery. It was thought that the forceful transfers in the nursing home along with having a couple of falls contributed to the issues. The patient was going to see their doctor on (b)(60 2015 to discuss a revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0337667v, implanted: (B)(6) 2003, product type: lead. Product ID 389033, lot# j0337667v, implanted: (B)(6) 2003, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 389033, lot# j0337667v, implanted: (B)(6) 2003, product type: lead. Product ID 389033, lot# j0337667v, implanted: (B)(6) 2003, product type: lead. (B)(4).